Event description:
This information was reported as a customer compalint. Product was used on the rfa following a stent procedure without complication. Three to 4 days later the patient presented with groin tenderness. An additional 3 - 4 days later, patient presented with fever and abscess in the right groin. Pt was admitted for IV abx. Infection resolved.